Event description:
Allegedly revised due to metal on metal complications

Manufacturer narrative:
Additional information revealed this component was not removed during the revision surgery and, therefore, should not have been reported.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01527, 01528, 01530.